Event description:
Ous MDR - it was reported that approximately 2 months after the implantation of the device, no capture was noted. The ventricular impedance was out of range (> 2500 ohms). No adverse patient events were reported.

Manufacturer narrative:
The pacemaker and the associated lead were not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for the pacemaker and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. The returned device data have been analyzed thoroughly. The analysis confirmed the clinical observation, lead impedances of 2500 ohms in bipolar and unipolar lead configuration were documented. The root cause for the clinical observation was not determinable based on the data available. However, the integrity of the lead cannot be assured. Further detailed analysis of the pacemakers memory content did not reveal any indication of a device malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Should additional relevant information become available, the investigation will be updated.